Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system software error displayed during a cataract extraction procedure. The system would not boot back up. Pt impact is unk. Add'l info has been requested.